Manufacturer narrative:
Analysis found that the handpiece will not turn due to rear bearings corroded. Item was repaired cleaned and tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported that the handpiece had an excessive heat. There was no patient impact. On follow up, there was no patient involvement.